Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following implant and prior to (B)(6) 2013, the atrial lead exhibited high impedance. In (B)(6) 2013, the atrial impedance fell within range and the lead also exhibited oversensing. The lead remained implanted.